Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flaw opening. Additional observations: observed white calcification on the surface of the device. Observed creases on the surface of the device. Observed wear abrasion on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.